Event description:
It was reported that after 8 months patient had pain. X-rays confirmed that the nail was broken. Patient was revised.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information or device becomes available a supplemental report will be issued.